Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy synthes(nc) quality system found no nc¿s associated with this product code: 151820405, lot - m61h05 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code: 151820405, lot - m61h05 combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. A search of the depuy synthes(nc) quality system found no nc¿s associated with this product code: 151820405, lot - m83j95 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code: 151820405, lot - m83j95 combination. Corrected: d6b.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 lot, h4. Corrected: a3a, d4 primary UDI, d4 (expiration date). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event description: on (B)(6) 2026, the components deemed uncontrollable and left in the patient¿s body were all removed, and cement molding was performed. No further information is available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent primary surgery via tka for oa with the product. The surgery was completed successfully without any surgical delay. After the surgery, suspected infection occurred on (B)(6) 2026 and was reported on (B)(6) 2026. Irrigation and debridement were performed on the same day. The product was removed and irrigated thoroughly. There was no looseness in the other components, so a new product of the same model was re-implanted. The surgery was completed successfully. The surgeon commented that this event is considered not related to the product. No further information is available. Affected side: left.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.